Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 440 mg/dl with confusion associated with an alleged occlusion issue. Reportedly, the patient resumed with the same pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient was received an occlusion alarm. It was then noted that the instructions for use were not being followed and that the patient was using long than 2-3 days. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged use error.